Manufacturer narrative:
Medical safety reviewed the event and noted the following: the patient presented in cardiogenic shock and an impella cp was placed for hemodynamic support. After initial positioning and activation, the patient became increasingly unstable, and the physician suspected device-related aortic insufficiency. The first impella cp was removed and reinserted; however, a ¿placement signal not reliable¿ alarm occurred with no placement signals. The device was subsequently removed. A second impella cp was inserted successfully, and support was initiated without issue. Upon ICU arrival, a hematoma was observed at the access site. The device was re sutured and redressed to optimize angle and tension, and a femoral compression device was applied. The hematoma softened, but the following day the patient required transfusion of two units of packed red blood cells due to decreased hemoglobin and hematocrit, despite a stable access site. The patient expired the next day. The first impella cp is reportable for device malfunction and serious injury due to suspected aortic insufficiency and placement signal failure. The second impella cp is related to bleeding and hematoma. The patient¿s death occurred while on support; however, there is insufficient evidence to conclude that the second impella cp device contributed to the fatal outcome so will be conservatively reported. Note: h6 heath effect ¿ clinical/impact coding, medical device problem, component, and investigation type/findings/conclusion coding remain unchanged as previously reported. Related medical device reports: this impella cp pump 1 device is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp pump 2 device, which is associated with the demise outcome.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The case was aborted case after initial pump insertion, per md, patient is hemodynamically unstable with worsening blood pressure and aortic insufficiency and placement signal loss. Pump removed & re-insertion attempted. The pump was explanted and new cp placed. The 2nd cp (sn: (B)(6)) is captured in another complaint.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction d4. The investigation of the reported failure mode has been completed. No product returned. Optical sensor issue - data log review shows placement signal (ps) railing to 3000mmhg after 3 minutes on support, and never recovering. Pump positioning noted to be in the ventricle during ps failure. At that time, signal not reliable (snr) drops to 0, contrast decreases, lamp increases, and gain increases. The cause of the optical signal issue could not be determined to no product returned, inconclusive data log review, and insufficient clinical details. Patient code - heart valve incompetence: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.